Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2020, the patient underwent treatment for a popliteal artery occlusion using gore® viabahn® endoprostheses. It was reported a gore® viabahn® endoprosthesis (vbh100502a/20466865) was advanced into its intended location. Reportedly the deployment line was pulled, however, the device failed to completely expand leaving a portion of the device constrained. The physician ballooned the gore® viabahn® endoprosthesis and the device was fully expanded. However, as the deployment catheter was being removed from the patient, it was observed that the popliteal artery had ruptured. The procedure was completed with the physician performing a fem-pop bypass using a vascular graft. The patient tolerated the procedure. The physician stated it is unknown what caused the partial device expansion or the rupture.

Manufacturer narrative:
Engineering evaluation task was performed and the results are: an image was returned; however, it could not be used in the engineering evaluation. 10mm x 5cm device: there is no device or images available for evaluation for the 10mm x 5cm device. See further evaluation below. No root cause was found following an engineering evaluation. No anomalies or non-routine maintenance were identified that could be attributed to the failure seen in this event. Therefore, based off of the evaluation performed, no manufacturing cause to which the event could be definitively attributed could be identified. Engineering evaluation conclusion is inconclusive as it relates to the event description.

Manufacturer narrative:
Corrected h6: method code 2 4114. Code 4114 - engineering evaluation task was performed and the results are: an image was returned; however, it could not be used in the engineering evaluation. 10mm x 5cm device: there is no device or images available for evaluation for the 10mm x 5cm device. See further evaluation below. No root cause was found following an engineering evaluation. No anomalies or non-routine maintenance were identified that could be attributed to the failure seen in this event. Therefore, based off of the evaluation performed, no manufacturing cause to which the event could be definitively attributed could be identified. Engineering evaluation conclusion is inconclusive as it relates to the event description.